Event description:
Patient had modified radical mastectomy 9/90 for breast carcinoma. As part of reconstruction silicone breast implant done on 8/27/91. 11/5/93 replaced this silicone implant because of scar contracture probably aggrevated by radiation therapy.